Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the handle was broken and further noted that the electrocardiogram connector was loose and therefore the link electronic module board was replaced and calibrated as well as updated handle covers being installed. Analysis also found the rubber pads on the lower case were damaged and the lower case was replaced to resolve and that there was a bent tab on the power cord door and therefore the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer handle was broken. The programmer was returned for repair and test/calibration. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.